Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reseated the display printed circuit board. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would not properly display an image. No pt injury was reported.